Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Activated sensor with a known-good reader to performed a linearity test, and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to audra fuentes, +1(510)749-5297, audra.fuentes@abbott.com.

Event description:
A customer reported, signal loss when scanning the adc freestyle libre 2 sensor using librelink. On (B)(6) 2020, as a result, no glucose alarms alerted. And the customer experienced hypoglycemic symptoms described as tremors, loss of concentration, dry mouth, visual disturbance, fatigue. And was unable to treat themselves. The customer was provided oral jam by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported signal loss when scanning the adc freestyle libre 2 sensor using librelink. On (B)(6) 2020, as a result, no glucose alarms alerted and the customer experienced hypoglycemic symptoms described as tremors, loss of concentration, dry mouth, visual disturbance, fatigue, and was unable to treat themselves. The customer was provided oral jam by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.